Event description:
The event is reported as: the doctor was attempting to remove a bone chip from a horse when the bottom tip of the lower jaw on the device broke off. No injury reported.

Manufacturer narrative:
Product has been received by manufacturer for eval, however, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.